Event description:
It was reported that the 9900 sys had a charger error and shut down during a case. The 9900 sys had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The charger board and batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.